Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were no known events that caused the lead migration. The rep said the patient was currently being trialed and, if it was successful, the patient would be re-implanted; possible surgery dates were not known. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's pain was not being helped as much as when first implanted. It was reported they were not getting coverage in back. It was reported that the leads migrated lower with tips at t10/11, no falls or external factors were reported. An x-ray indicated migration of leads. It was reported that a new trial was in place with trial leads over the t9/10 space. Issue is resolved at this time. No further complications were reported/anticipated.